Event description:
On (B)(6) 2025, an impulse dynamics field representative was made aware that a patient developed a "systemic infection" from shoulder replacement surgery. The physician then requested that all of the patient's devices, including their osm ipg, be removed. It was confirmed all devices including the osm ipg were explanted; however, additional information is currently being sought, including the ability for impulse dynamics USA to receive the explanted ipg for evaluation.

Event description:
Note: this is an amendment to a previously filed MDR. The explanted ipg was returned and evaluated following decontamination at an approved decontamination facility. The ipg was interrogated, and the log data did not reveal any abnormalities in device operation. The ipg passed all electronic controls tests. The explant is entirely attributable to the patient's systemic infection and not to the ipg. The ipg was scrapped after evaluation.